Manufacturer narrative:
The event date is unknown. 1 jan 2024 has been used as a place holder. The event was report to ICU medical through the following contact: reporter facility name: (B)(6). Reporter name: (B)(6). Reporter address: (B)(6). Reporter email: (B)(6). Reporter phone number:(B)(6). Brand name - 4" (10 cm) appx 0.44 ml, smallbore trifuse ext set w/3 microclave®, 3 clamps (red, white, blue), rotating luer.

Event description:
On an unknown date the event involved is 4" smallbore trifuse ext set w/3 microclave® clear, 3 clamps, rotating luer that experienced air in line which required ultra-sound medical intervention. The reporter stated that ¿after filling the extensions with salt before use and connecting them to the child, air bubbles appear in the fluid path. In several cases, the bubble was found during ultrasound in the child's vein¿. There was patient involvement, but unknown human harm.

Manufacturer narrative:
Investigation summary: no 011-mc33029 product samples, videos or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.